Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that the lens leading haptic came out from the injector too early. Surgeon wanted to be sure that injecting will go smoothly so they took new unspecified one. There was no patient contact and no patient harm. Additional information has been requested. This report is associated with multiple complaints. This file is 5 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.